Event description:
The customer reported being hospitalized for low blood glucose of 32mg/dl. The customer stated that he was taken by the ambulance. The customer declined to troubleshoot, and he requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.